Manufacturer narrative:
Zimmer biomet complaint number (B)(4). UDI not available. PMA/510(k) number not available.

Event description:
It was reported that the screw was loose.

Manufacturer narrative:
Zimmerbiomet complaint number: (B)(4). The following sections have been updated: b4: date of this report. B5: describe event or problem. G3: date received by manufacturer. H1: type of report, follow-up number. H2: follow up type. H3: device evaluated by manufacturer: change ¿no' to 'yes'. H6: evaluation codes. H10: additional narrative. One unknown legacy zimmer screw was reported for investigation. The device had reportedly loosened for a long time but was not returned or reported. Therefore, this investigation was conducted using applicable instructions for use (IFU), risks files and other available information. Functional testing could not be performed due to the nature of the device and event. No pre-existing conditions were reported. The reported device had been placed on an unknown tooth location for approximately 4 years. Device history record (DHR) and complaint history review could not be performed since the lot/item number was not provided. However, zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming products. October post market trending was reviewed and there were no actionable events or corrective actions for the reported event or product. Therefore, based on the available information, device malfunction and the reported event could not be verified as the exact details of event are nonverifiable.

Event description:
No further event information is available at the time of this report.